Event description:
Physician doing an intervention to pt's left anterior descending artery which was very tortuous. Unable to cross lesion with taxus express 2.5x12 lot # 7427509, so it was removed and attempted to cross with maverick 2.0x15 lot# 7489718. Physician then consulted with cv surgeon when it became clear that the balloon would not cross the lesion. The pt was taken for emergency CABG. Pt had no chest pain annd remained stable hemodynamically till transport to or.